Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. It was reported that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection showed no evidence of moisture ingress. During testing, the pump powered on with audio tones and vibrations functional. The display was found to be blank. The pump case was removed and corrosion was found on multiple internal components of the printed circuit board as well as on other surrounding components. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the case seal to the grip pad. The complaint that the pump was emitting multiple call service alarms was not able to be adequately investigated due to the blank display and moisture damage.